Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned containing approximately 245 ml of fluid in the bladder. Visual inspection identified a clear, approximately 14 mm long clear line on the surface of the inflated bladder. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that ¿scars¿ were observed on the balloon surface of an lv 5 infusor. This occurred during filling of the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture dates: june 11, 2013 - june 12, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.